Event description:
It was reported that the hand activation buttons were activating intermittently when output was requested. The customer used another like device to complete the case with no patient consequence.